Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was returned and evaluated. Visual examination of the returned item exhibits signs of wear (nicked, gouged, micro motion, discoloration). Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent revision procedure for poly change approximately 14 years after primary surgery and some wear was noted on the bearing.